Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable becoming accidentally desterilized during pump preparation was unable to be confirmed. The modular cable (lot: 11016173) was not returned. Provided information indicated that a new sterilized modular cable was taken from back up implant kit. Provided information indicated that the root cause for the desterilization was user error when the modular cable was accidentally desterilized. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 5, "surgical procedures" (under ¿unpacking¿), notes to use care when unpacking items, as several must be placed in the sterile fields. This section also provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray. The user is also instructed to remove all the sterile components from the accessories tray and place in the sterile work area. In addition, section 5 (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that initial modular cable inside the implant kit was accidently desterilized during pump preparation. A new sterilized modular cable was taken from backup implant kit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.